Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 289 mg/dl while wearing the pod between 4 and 24 hours. Patient stated bg levels would not decrease despite the delivery of boluses. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. Ketones were also tested and results were negative to trace. As treatment, a manual injection of insulin would be delivered and a new pod would be applied.

Manufacturer narrative:
No kinks were observed on the exposed portion of the soft cannula during investigation. Fluid path test was conducted, and fluid was able to exit the distal tip of the soft cannula with no issues. The data downloaded from the device did not show any timeouts or drive stalls during the run.